Event description:
It was reported that there was free flow of an unspecified medication. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21, type of investigation not yet determined, c21, results pending completion of investigation, d16, conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device presenting a free-flow event sulfate was not confirmed through a review of the device logs and was not replicated during laboratory testing. Results from a timed rate accuracy and unregulated flow testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an unregulated flow condition were observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Testing could not be performed on the administration set as it was not returned for investigation. The pcu or the pcu event logs were not returned, the pump module event logs contain limited information regarding programming of the device and drug information is not recorded. The data set was not returned. The date and time of the event were not returned. A review of the suspect pump module error logs showed no log entries. The suspect pump module event log showed that on (B)(6) 2025 at 1:31 pm was the last infusion recorded, it was observed that the parameters were programmed as: rate=34.452 ml/h; volume to be infused (vtbi)=90 ml. Primary volume infused (pvi) secondary volume infused (svi) unknown. There were no more log entries for the rest of the day. Bd alaris system user manual v12.3, states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pump module event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. An external and internal inspection of the suspect pump module s/n (B)(6) showed no obvious issues or anomalies were observed with the returned device related to the reported complaint. All components inspected were manufactured by bd. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the facility. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device presenting a free-flow event was not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was free flow of an unspecified medication. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.